Event description:
It was reported by the customer through the emergency support program (esp) that during use on patient, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. No injury or harm reported. The customer (B)(6) a nurse in the ICU, called to report a gas loss alarm. She had troubleshot the alarm by using the ¿iab fill¿ key however, she stated ¿the pump did not start.¿ nurse verbalized she did not use the ¿start¿ key after her initial troubleshooting steps. She reported the pump had been in standby for 11 minutes at the time of the call and denied any blood or discoloration in the helium tubing. Nurse resumed therapy by pressing the ¿start¿ key. Further review revealed the patient had just been moved prior to the alarm, which had only occurred once on her shift. The nature of the alarm was reviewed with (B)(6) and explained how changes in intrathoracic pressure could contribute to the alarm. She was walked through the process of using the ¿iab fill¿ and ¿start¿ keys to restart therapy should a gas loss alarm occur again. It was also reinforced that she should always ensure there is no blood or discoloration in the helium extender tubing prior to resuming therapy.